Event description:
Reference number (B)(4). Event occurred in spain it was reported by the son that the patient has a nodule that is infected and has several more nodules at the abdominal level. No further information available.

Manufacturer narrative:
E1 patient country (B)(6).